Event description:
It was reported that the patient experienced occlusion event on (b)(6) 2026, due to kinked and blockage in tubing causing hyperglycemia. The high blood glucose (331 mg/dL) was treated by pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380